Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported the I-stat cg8+ cartridge has been yielding an increasingly high rate of code l while running the internal simulator on the I-stat analyzer. Lot number: t10320; MFR date: 11/2010; exp date: 07/2011. Based on the info at the time, there was no injury associated.